Manufacturer narrative:
(B)(4). Date of event estimated. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial report, additional information received: the initial procedure was performed on (B)(6) 2014. Two mitraclips were implanted and mitral regurgitation (mr) was reduced to 1. On (B)(6) 2014, the patient was discharged to home without signs of infection. On (B)(6) 2014, the patient complained of increased dyspnea. Transthoracic echocardiogram showed increased mr from mild to moderate. Transesophageal echocardiogram showed a vegetation on the mitral valve between the two clips. The clips were confirmed to be secure on the leaflets. Endocarditis was diagnosed and the patient was treated with intravenous antibiotic therapy for 4 weeks then refused further antibiotic treatment. Transesophageal echocardiogram, done before discharge, showed no vegetation. It was noted that the patient has a permanent urinary catheter. Before the mitraclip procedure, an asymptomatic urinary tract infection was diagnosed and treated. When the patient was readmitted with endocarditis, a new urinary tract infection with 5 different types of bacteria was diagnosed. Additionally, the patient had a skin lesion on his left heel at readmission; wound swab showed growth of (B)(6). It is the physicians opinion that the endocarditis was not related to the mitraclip device or the mitraclip procedure. The patient is currently in a good clinical status. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information was reviewed. The analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. In this case, there was no reported device malfunction associated with the cds. The reported patient effects of mr (worsening), dyspnea and endocarditis, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Based on the information reviewed, it is possible that the endocarditis was related to the urinary tract infection reported; however, this cannot be confirmed. Furthermore, the reported dyspnea was likely a cascading effect of the worsening mr and/or endocarditis. Although a definitive cause for the worsening mr and endocarditis and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. A review of the lot history record identified no nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This is submitted to report the endocarditis that occurred after the mitraclip was implanted and is considered a serious injury. It was reported the initial mitraclip procedure was performed on an unknown date to treat mitral regurgitation (mr). Post-implantation, the patient presented with endocarditis. No additional information was provided.